Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the keypad was torn over the ok button. All of the keypad buttons responded properly. The keypad was removed and no damage was found on the button contacts. The display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen. This report is made based on results of investigation completed on 06/19/2014.